Event description:
The initial reporter received questionable elecsys tsh ver. 2 assay, elecsys ft4 iii assay, elecsys ft3 iii and elecsys ft3 iii ver.2 results for 2 patient samples tested on the customer's cobas e 801 module with serial number: (B)(4), the investigation site's cobas e 411 module with serial number: (B)(4) and the investigation site's cobas e 801 module with serial number: (B)(4). This medwatch is for the tsh v2 assay. Refer to: medwatch with patient identifier: (B)(6)for the ft3 iii assay; medwatch with patient identifier: (B)(6) for the ft3 iii v2 assay; medwatch with patient identifier: (B)(6) for the ft4 iii assay. The exact date of the event is unknown. The date the information was received was used as the date of the event. The initial results were not reported outside of the laboratory. The patient samples were sent to an investigation site that uses an e 411 and e 801. It was also sent to an outsourced laboratory that uses an abbott architect. The tsh v2 reagent was used at the investigation site's e 801. Refer to the attachment in the medwatch for the highlighted questionable results.

Manufacturer narrative:
Patient sample (B)(4) was requested for further investigation. This patient sample will be investigated for possible interfering factors.

Manufacturer narrative:
The qc and calibration generated at the investigation site were within specifications. The cause of the event could not be determined as the patient samples were not available for further investigation. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."